Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the subject device was programmed in vvir mode due to permanent atrial fibrillation. During the follow-up dated (B)(6) 2018, statistics revealed that from approximately (B)(6) 2018 to (B)(6) 2018, neither sensing nor impedance trends were recorded. The patient was hospitalized on (B)(6) 2018 after a fall with injury on the right chest (rightsided implanted). At the same time atrial fibrillation is registered.

Event description:
Reportedly the subject device was programmed in vvir mode due to permanent atrial fibrillation. During the follow-up dated 09 jul 2018, statistics revealed that from approximately 29 mar 2018 to 29 apr 2018, neither sensing nor impedance trends were recorded. The patient was hospitalized on (B)(6) 2018 after a fall with injury on the right chest (rightsided implanted). At the same time atrial fibrillation is registered. What is the explanation of the lack of lead impedance-trend and lack of sensing-trend for the same period of time?